Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 1/4 of their automated peritoneal dialysis therapy. Per initial report, baxter's technical service center assisted the home patient in ending therapy. The home patient was reconnected at the time that they contactedbaxter's technical service center. No patient injury or medical intervention was associated with this incident per the home patient's nurse.